Event description:
It was reported that the anesthesia system failed the internal tests during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Still to be edited. It was reported that the anesthesia system failed the system check out. No device logs were received. According to received information, a leakage was detected and the green o-rings in the water trap receptacle were replaced, the patient cassette and the safety valve were cleaned. Successful functional tests were performed and the device was cleared for clinical use. The replaced parts have not been returned for investigation. We have not been able to establish which sub tests and to what extent the system check out sub tests failed. The true root cause has not been confirmed.

Event description:
Manufacturer's reference number: (B)(4).